Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5061582. Product family: scs-lead fixation upn: m365s43180, model: sc-4318, batch: 22348898.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads and clik anchor were replaced and will not be returned. The patient was doing well postoperatively.